Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Subthreshold lead impedance patient alert observed on (B)(6) 2010 and (B)(6) 2010. Lead impedance trends on weekly and daily charts appear stable. High v-sic (short interval count) recorded beginning (B)(6) 2010 at 290.2 avg counts/day and increasing to 798.5 avg counts/day on (B)(6) 2010. High sic count can indicate an intermittency in the system. Multiple short v-v cycle sensed events (both vf and nsvt) of <210 ms are observed on (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010. No anomalies found; proximal segment returned and analyzed.

Event description:
It was reported that the lead was oversensing of noise and had dramatic increase in short interval counts (sic). It was also reported that the lead integrity alert tripped. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.